Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the driver for the spine clamp was rounded off and unable to tighten the spinal clamp. The site elected to tighten the spine clamp with pliers. The surgeon completed the procedure with the use of the navigation system. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.